Manufacturer narrative:
(B)(4). The exact occurrence date of the first peritonitis event was not reported; the first hospitalization was specified to have occurred in october (year not specified) and the second hospitalization began on (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The treatment for peritonitis was not reported. The patient was discharged from the hospital on an unreported date. It was reported that the patient did not fully recover from the peritonitis event. An unknown period of time later, the patient was readmitted to hospital for peritonitis. The patient was treated with vancomycin (intraperitoneal (ip), two grams, frequency and duration not reported). Five days after being admitted, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the event. Dianeal therapy was ongoing. No additional information is available.